Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the customer reported issue of error e315 was not reproduced, however, liquid leakage to the scope connector was observed. Furthermore, the following findings during inspection were noted on the device: scratches are found on switch1 (sw1) due to external factors. The suction cylinder found scraped due to external factors. Scratches are found on the universal cord due to external factors peeling of paint noted on the suction cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cause of the event may be the defect of the image sensor unit, or failure of the inner board of the video connector or the system. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Customer sent a repair request reported with an issue of error e315 (e315 error-scope error ). The issue was found during preparation for use. There was no patient harm, no user injury reported due to the event.